Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose level was not impacted. The contact reported that the customer's infusion set site, tubing and cartridge were changed resolving the occlusion alarms. No damage was noted to the supplies that were changed. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.